Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after a routine device change, the right ventricular lead shocking impedance was running high. The patient was brought back to the operating room and the lead was unconnected from the device and re-connected. It appeared that the set screw of the device was not engaged. Once re-connected, the lead impedance went back to normal. The lead and the device remain in use. No patient complications have been reported as a result of this event.